Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.

Event description:
Following insertion of the introducer, the dilator was removed and air was aspirated when attempting to remove the air from the three-way stopcock. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.